Event description:
It was reported that a user of the ilet experienced persistent hyperglycemia, with fingerstick glucose reaching 390 mg/dl after being elevated for most of the day, and a suspected leak from the cartridge inside the pump was identified; the user performed multiple supply changes, confirmed tubing flow with drops, and ultimately replaced the infusion set and cartridge, after which glucose began trending down to 297 mg/dl. Symptoms included hyperglycemia without reported ketosis or other systemic symptoms. Outcomes included user-performed troubleshooting, education on site selection to avoid scar tissue, and replacement supplies shipped.

Manufacturer narrative:
Investigation included user guidance to check for leaks, inspect the infusion set and cannula, verify tubing delivery, and perform site and cartridge changes. Investigation of this case revealed evidence of a cartridge leak and a blood-tinged infusion site, with no bent cannula observed on removal. It was concluded that insulin delivery was compromised due to a leaking cartridge and potential site-related issues, and glucose levels improved following component replacement and site change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.